Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included rash and skin disorder. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal of essure and resection of the scar tissues and isthmic- interstitial reanastomosis of bilateral fallopian tubes. The patient clearly understood that she has a high risk of ectopic pregnancy if and when she gets pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc. Amendment done (event "device ineffective" was deleted). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included rash and skin disorder. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device into lower uterine segment/cervix") and abdominal pain ("abdominal pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, alopecia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal of essure and resection of the scar tissues and isthmic- interstitial reanastomosis of bilateral fallopian tubes. The patient clearly understood that she has a high risk of ectopic pregnancy if and when she gets pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc(product technical complaint). Event of she did not underwent an essure confirmation test deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective." The patient's concurrent conditions included rash and skin disorder. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device into lower uterine segment/cervix") and abdominal pain ("abdominal pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, alopecia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal of essure and resection of the scar tissues and isthmic- interstitial reanastomosis of bilateral fallopian tubes. The patient clearly understood that she has a high risk of ectopic pregnancy if and when she gets pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: plaintiff fact sheet received. Reporter added. Event migration of essure device into lower uterine segment/cervix was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included rash and skin disorder. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, alopecia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal of essure and resection of the scar tissues and isthmic- interstitial reanastomosis of bilateral fallopian tubes. The patient clearly understood that she has a high risk of ectopic pregnancy if and when she gets pregnant. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-dec-2019: pfs was received. New events ectopic pregnancy, device ineffective were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included rash and skin disorder. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal of essure and resection of the scar tissues and isthmic- interstitial reanastomosis of bilateral fallopian tubes. The patient clearly understood that she has a high risk of ectopic pregnancy if and when she gets pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received. Product indication updated. Following events were added: breakage of essure device, abnormal bleeding (vaginal), menorrhagia, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, abdominal pain and she did not underwent an essure confirmation test. Previously reported ¿injury¿ was updated to pain. Event severity added for: abdominal pain. Medical history and reporters were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.